Manufacturer narrative:
The reported events of stylet damage, insulation damage and stylet could not be removed were confirmed. As received, a complete lead was returned in two pieces with the stylet stuck inside the inner coil. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the ptfe stylet coating was bunched up/clogged with the inner coil distal to the connector pin. Further visual inspection found procedural damage to the lead insulation distal to the connector boot. The cause of the reported events of was due to bunched up ptfe coating of the stylet inside the inner coil that prevented the removal of the stylet and excessive forces resulted in the connector pin and crimp sleeve to be pulled out of the connector assembly and damaging the insulation distal to the connector boot. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an upgrade procedure, the left ventricular (lv) lead was implanted. The physician then removed the stylet and the lv lead was observed to be damaged with the connection pin stuck in the stylet. The physician felt pressure in the stylet while attempt to remove it. The event was resolved by explanting and replacing the lv lead. The patient was in stable condition.